Event description:
Primevigilance notified teoxane of an adverse event on 02-feb-2024. The patient was injected two different times with rha products. The first session was on (B)(6) 2023 with 1 ml of rha redensity in the forehead and rha 3 on an unknown site (complaint: (B)(4). The second session was on (B)(6) 2023 with 1.2 ml of rha 4 in the cheeks (current complaint). The injection was done with the needle provided in the box. Before christmas time, in the middle on (B)(6) 2023, the patient was sick with unspecified viral illness, and on (B)(6) 2024 she received botulinum toxin in the forehead lines, performed by a different physician than the reporter. Ten days after botulinum toxin injection and five months after the last session of dermal filler, on (B)(6) 2024, the patient experienced swelling in the cheeks and significant swelling under the left eye, a lump on the zygoma (where rha 4 was placed), and small nodules on the orbital rim and under the chin. On the same day, an x-ray was performed. Only a deviated septum was shown. After on (B)(6) 2024 (date unspecified) the patient had second x-ray in different clinic with negative results (unspecified) and one week after, she has got CT scan with unknown results. On (B)(6) 2024, the patient had second CT scan, and the physician diagnosed possible cellulitis. On (B)(6) 2024, the patient started an antibiotic (clindamycin, 300 mg) four times per day for 10 days. On the same day, the reporter also gave advice to take a steroid, but the primary care doctor preferred to wait because of patient history. Five days later, on (B)(6) 2024 patient was again seen by a doctor who prescribed cultozine, but the patient did not want to take it. On (B)(6) 2024, the patient started a steroid (methylprednisone dosepak) for six days. On (B)(6) 2024 the patient received 210 u of hyaluronidase and day after, on (B)(6) 2024, additional 225 u. The patient is also taking a number of psycho medications (unknown). On (B)(6) 2024, the provider mentioned that the patient finished steroids and antibiotics therapies and that there was a significant improvement but still a soft inflamed nodule remained. The physician will start patient on alkaloid (colchicine). Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Manufacturer narrative:
Skin infections such as cellulitis, may manifest as inflammation, nodules and swelling. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of products. Of note, rha 4 is not indicated for this area in the us.

Event description:
Primevigilance notified teoxane of an adverse event on 02-feb-2024. The patient was injected two different times with rha products. The first session was on (B)(6) 2023 with 1 ml of rha redensity in the forehead and rha 3 on an unknown site (complaint (B)(4)). The second session was on (B)(6) 2023 with 1.2 ml of rha 4 in the cheeks (current complaint). The injection was done with the needle provided in the box. Before christmas time, in the middle of (B)(6) 2023, the patient was sick with unspecified viral illness, and on (B)(6) 2024 she received botulinum toxin in the forehead lines, performed by a different physician than the reporter. Ten days after botulinum toxin injection and five months after the last session of dermal filler, on (B)(6) 2024, the patient experienced swelling in the cheeks and significant swelling under the left eye, a lump on the zygoma (where rha 4 was placed), and small nodules on the orbital rim and under the chin. On the same day, an x-ray was performed. Only a deviated septum was shown. After (B)(6) 2024 (date unspecified) the patient had second x-ray in different clinic with negative results (unspecified) and one week after, she has got CT scan with unknown results. On (B)(6) 2024, the patient had second CT scan, and the physician diagnosed possible cellulitis. On (B)(6) 2024, the patient started an antibiotic (clindamycin, 300 mg) four times per day for 10 days. On the same day, the reporter also gave advice to take a steroid, but the primary care doctor prefered to wait because of patient history. Five days later, on (B)(6) 2024 patient was again seen by a doctor who prescribed cultozine, but the patient did not want to take it. On (B)(6) 2024, the patient started a steroid (methylprednisone dosepak) for six days. On (B)(6) 2024 the patient received 210 u of hyaluronidase and day after, on (B)(6) 2024, additional 225 u. The patient was also taking a number of psycho medications (unknown). On 17-feb-2024, the provider mentioned that the patient finished steroids and antibiotics therapies and that there was a significant improvement but still a soft inflamed nodule remained. The physician decided to prescribe an alkaloid (colchicine). Despite reminders, no updates were provided about the patient, thus the case was closed as is.